Event description:
After iabp for 133 hrs, the "gas loss" alarm sounded from the system 97 pump and blood was noted in the tubing. The iab was removed and a second was inserted. Event complications: none from the event-reported 2/5/97. Pt's current status: unk-rpt'd 2/5/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.